Event description:
Pump was reported as "not pumping accurately." Multiple failure codes occurred at the time of the reported problem. The pump also exibited a grinding noise. No additional clinical information was able to be obtained. No patient injury reported.